Event description:
Adverse event: "no patient injury" (no consequences or impact to patient). Product problem: "system message displayed" (device displays error message). A customer reported receiving a system message during a case. The laser module was rebooted and the cases were completed without incident. There was no patient impact reported.

Manufacturer narrative:
A company service representative examined the system and was unable to duplicate the reported event. The core module was replaced as a precautionary measure. The system was then tested and met all product specifications. The core module was sent in for in-house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).